Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "failed calibration" problem was not duplicated. The pump was able to calibrate; the occlusion tested was passed. In mu mode, the sensor responded to pressure normally. Visual inspection found the battery compartment was cracked. Replaced dso sensor as a preventative measure, and replace the cracked battery compartment. (Updated h3 and h6) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
H6) additional information was received indicating that the event occurred during testing; there was no patient involvement.